Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, where they were guided through a complete pump reset. Following the reset, the cgm error code did not reappear, and the customer successfully started their sensor session.